Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support. Reportedly, customer was using cold insulin to fill the cartridge and sometimes using infusion set for 3 days. Customer was instructed to fill cartridge with room temperature insulin and change infusion set every per 48 to 72 hours as per the user guide. Customer changed infusion set and resumed insulin delivery. Customer's blood glucose was 123 mg/dl.